Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx drug eluting stent was used to treat a non-tortuous and moderately calcified lesion, located in the distal left main artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during removal of the device, following failed delivery. It was noted that the stent was inserted the first time but that it could not cross the lesion. The stent was then removed and inspected by doctor and it was checked for a burr. The stent was deemed okay by doctor then reinserted for a second time. The stent failed to cross lesion again. After removal, the stent was no longer on balloon. It was reported that the stent was removed using a snare. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: the returned procedural images capture the patient lesion condition of the distal left main (lm) artery as reported by the account. Pre-dilation is captured in the lm. An unknown device is visible in a diagonal branch on the lm. An unknown device is also visible in the guide catheter, however the devices captured in the images could not be identified due to the poor-quality images provided. The improved flow is capture post procedure. The reported resistance encountered during delivery and stent dislodged were not captured in the images provided. If information is provided in the future, a supplemental report will be issued.